Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lv lead was turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted patient continued to experience stimulation when lying on the right side and on the back when in a sitting position. Reprogramming was done, and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted elective lv lead revision was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead was turned back on due to increased fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant procedure, the patient experienced intermittent diaphragmatic stimulation caused by the left ventricular (lv) lead. Stimulation was noted in all configurations at high outputs. Reprogramming was done, and the lead remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.